Manufacturer narrative:
Evaluation summary: the hawk one (h1) device was received for evaluation. The hawkone was inspected and observed no damage to the slide cover assembly or torque shaft. The cutter driver was connected to the h1. The distal assembly was inspected and observed the tecothane layer had a hole approximately 2.5 cm from the distal tip. The coils of the laser drilled tip where pinched inwards approximately 5cm from the distal tip. The bent coils 5cm from the distal tip showed signs of flattening. No damage to the tecothane material was observed at this location. The distal assembly was inspected under microscope. The tecothane material at the location of the hole shows the material expanded and pointed in the direction towards the distal tip. There was no visible tissue at the location of the hole.

Event description:
Physician attempted to treat patient at the mid superficial femoral artery using a hawkone device. Target lesion had no tortuosity, moderate calcification and 100% stenosis (cto). IFU was followed. Lesion was not pre-dilated. It is reported that the nosecone developed a bubble when the device was turned off. Procedure was completed using a second device. No patient injury reported. Analysis of the returned device revealed that the tecothane material was breached and the material is expanded and pointed in the direction towards the distal tip

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.